Manufacturer narrative:
Follow-up # 1 date of submission 1/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/12/2016 with the following findings: a review of the black box revealed no evidence of short battery life prior to the complaint date. The returned battery cap tightly secured to the pump with no issues. The current draws were within specifications. The pump case was removed and the pump was disassembled; there was no evidence of moisture or loose components observed inside the pump. The reported "battery life" issue was not duplicated during investigation. Unrelated to the complaint, the display screen was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.